Event description:
The customer reported that the system intermittently went black in the middle of cases and was displaying a communication failure error message. This was likely causing the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generation backplane circuit board was replaced. The system was then found to be operating as intended.